Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on mar 20, 2019. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem). D10 (device availability). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was received indicating that the event occurred during cardiopulmonary bypass, there was no delay in the procedure, the product was not changed out, and the procedure was completed successfully with no patient blood loss.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 67 - no problem detected. The returned sample was visually inspected, no anomalies were noted. A retention sample from the same product code/lot number combination was obtained. Visual inspection was performed on the retention sample, during which no anomalies were noted anywhere on the device. Both samples were built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the returned sample and retention sample were observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test with either sample. The clicking was not able to be replicated in either the returned sample or in the retention sample. It is likely that they noise was related to how the pump was setup in the bypass circuit rather than it being the pump itself. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the device was giving a strange clicking noise. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility. It is unknown when the problem occurred. It is unknown if the product was changed out. It is unknown if there was delay in the procedure. It is unknown if procedure was completed successfully.